Event description:
It was reported that there was high impedance greater than 200 ohms on both leads. It was also reported that during the implant procedure about 14 months earlier, the patient could not be defibrillated so, two defib leads were used. During the revision procedure, it was determined that both leads were fractured. Both leads were left in the body but replaced with one new lead. No patient complications have been reported as a result of this event, and the patient's status was reported as "very good."

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.